Event description:
It was reported that the patient sent a letter explaining that about "one year after the implant date, some strange incidents began occurring. I would have spells where everything would black out and come back within a few minutes." The patient further explained that "when I hit a bump while riding my lawn mower, I would feel a sting or tingling in my chest. Anytime I would exert myself physically, I would always know when to stop because I could feel a bump-bump-bump in my chest." The patient indicated that unit was reset. "After the unit was reset I no longer experienced the strange incidents of the tingles, blackouts, or bumping in my chest. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).